Event description:
It was further reported that two controllers were returned to the manufacturer and subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
Product event summary: the ventricular assist device (vad) was not returned for evaluation. Two controllers (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned controller (B)(6) revealed that the device passed functional testing. A visual inspection under 10x magnification revealed hairline cracks around power port two. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an internal investigation, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. Failure analysis of the returned controller (B)(6) revealed that the device passed functional testing. Visual inspection revealed the presence of contamination in both power ports of the controller. This is an additional finding not related to the reported event, likely due to the handling of the device. Analysis of the log files associated with the secondary controller, (B)(6), revealed a controller power up event on (B)(6)2019 at 21:36:13. Several parameters were changed between 21:37:10 and 22:41:12. A motor start event was then logged at 22:45:31, likely due to the site performing a wet test. Analysis of the log files associated with the primary controller, (B)(6), revealed two high watt alarms on (B)(6)2019 at 22:50:21 and 22:50:41. In addition, a vad stopped event was recorded at 23:25:10, likely in preparation for the vad exchange. The two high watt alarms and vad stop event were logged with the previously implanted vad. The event file for (B)(6) recorded failures of the vad to start at 23:53:29 and 23:53:56, with associated vad stopped alarms simultaneously logged. As a result, the reported inability of the vad to start was confirmed. As described in the event details, the site successfully performed a second wet test. A review of the event file confirmed the second wet test attempt; a controller power up event was logged at 23:55:12, after which a successful motor start event was logged at 23:57:36. At 23:57:55, the vad was stopped, likely due to a second attempt to implant the vad. On (B)(6)2019, at 00:02:47, a successful vad motor start event was logged. The reported attempt to exchange the driveline extension cable likely occurred on (B)(6)2019, at 12:59:34, when a controller power up event was logged with (B)(6). At 13:01:13, (B)(6) logged a failure of the vad to start event/vad stopped alarm. A subsequent controller power up event and second vad stop due to a failure to start/vad stopped alarm was logged at 13:11:23 and 13:11:43, respectively. A final controller power up event was logged at 13:12:16, accompanied by a successful vad start at 13:15:53. Based on the review of the log files covering (B)(6)2019, the reported inability to restart the vad for 15 minutes was confirmed. Three low flow alarms were logged on the vad since (B)(6)2019 at 00:02:57, thus confirming the reported low flow event. The reported high power event could not be confirmed. However, the high power allegation was likely due to the two high watt alarms that were logged by the previously implanted vad, likely attributed to external factors such as thrombus formation/ingestion. Of note, it was reported that the driveline extension cable was removed one day post vad implant. As per the instructions for use, the driveline extension cable should only be used during the pre-implant test. It should not be connected when the vad is running. Based on the risk documentation, possible root causes of the low flow alarms may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction at the outflow graft, poor vad filling, and/or inappropriate vad rotational speed. The most likely root cause of the vad stopped alarms can be attributed to failure of the vad to restart after several attempts. An internal investigation evaluated failures of the vad to restart at the system level (interaction between the vad and peripheral devices). Based on an extensive internal investigation, the likely contributing causes for failure to restart come from the presence of increased starting resistance in a very small number of implanted patients. This resistance is likely specific to the physiology of these patients, an area of limited access for further investigation. Therefore, no actionable root causes were identified. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-may-2018 / serial #: (B)(6) di #: (B)(4)10: yes, return date: 08-aug-2019 h3: yes dev rtn to MFR? Yes h4: mfg date: 31-may-2017 h5: no h6: patient code(s): c76143 h6: device code(s): c62859, c62968 h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 180, 213 h6: FDA conclusion code(s): 12, 4310 d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 30-apr-2018 / serial #: (B)(6) UDI#: (b)(4 10: yes, return date: 08-aug-2019 h3: yes dev rtn to MFR? Yes h4: mfg date: 30-apr-2017 h5: no h6: patient code(s): c76143 h6: device code(s): c62859, c63276 h6: FDA method code(s): 10, 4112 h6: FDA results code(s): 213, 331 h6: FDA conclusion code(s): 19, 4310. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited high power and low flows, and wouldn't start once implanted in the patient. The vad was removed and a second wet test was performed successfully. The vad was re-implanted and started successfully. The following day, after the driveline extension cable was removed from use, the vad was unable to be restarted despite attempting both controllers. The vad was restarted approximately 15 minutes later and remains in use. No patient complications have been reported as a result of this event.